Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Postoperative screw loosen. The patient accepted grow rod surgery on (B)(6) 2018. No anomaly was observed in procedure. The patient felt pain on his back and returned hospital on (B)(6) 2018. X-ray report indicated that screw loosened. The revision surgery was operated and a part of rod and screw were removed on (B)(6) 2018. Then patient condition changed better.